Event description:
It was reported that the left ventricular (lv) pacing was not effective. X-ray revealed that the lv lead was dislodged. The lead was successfully replaced and no additional adverse patient effects were reported.